Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The battery release was contaminated, the battery contacts were compressed, and the battery drawer was broken. Two side bail covers, the ring cover, and the upper and lower cases were broken. The ring was missing, and the keyboard was cosmetically scratched.

Event description:
It was reported the unit stopped working while on a patient. It was further reported the unit came to a ventricular standstill while in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the unit stopped working while on a patient. No patient complications were reported as a result of this event.